Event description:
Pt reports they have been experiencing headaches and that tylenol alone does not work. Pt confirmed they do take fioricet for migraines. Unknown if md is aware. Pt also reports that when they hooked up their current cartridge, they noticed there was some remodulin leaking out but could not confirm if the leak came from the cartridge or the tubing. Pt states that the cartridge felt loose and they had not primed it yet at that time. Pt started the infusion anyway and states the pump has not alarmed at all so far. Rph advised pt that a leaking cartridge should not be used because it can cause their pump to malfunction. Rph also advised pt to keep an eye on their pump for needing a possible earlier cartridge change since they are unsure how much medication might have leaked; pt voiced understanding. No pharmacy troubleshooting was done during the rph consults and pt did not report any troubleshooting either. Pt did not report any interruption in therapy or any adverse effects related to this specific issue. It is unk if the potentially defective products are available for return. Pt did not provide the lot numbers or exp dates for the cartridge or tubing in question. No further info, details or dates available. Sq remunity pharmacy fill pt. Pt started using remunity device (B)(6) 2024. Reported to (B)(6) by pt/caregiver.